Event description:
The ventilator was connected to the pt. The customer reports the ventilator stopped ventilation. The ventilator was at 100% o2. The pt was removed from the ventilator. There was no pt injury. The problem was isolated to the o2 module. The customer will replace the o2 module. The customer was sent a red "cc" sticker for return of the defective o2 module.